Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the sensor did not connect with the guardian 2 link when it was inserted into the body. Customer's blood glucose was 6 mmol/l. Sensor cannula was missing when the sensor was removed from the body. Customer was advised the sensor will be replaced. Customer agreed to return the sensor for analysis.

Manufacturer narrative:
Evaluated one random new/sealed enlite sensor and performed continuity resistance test; sensor passed per specifications. We performed bicarbonate buffer test; sensor passed with accurate readings. Found cannula as a whole no missing or broken part during analysis. Inspected one random opened/used enlite sensor and performed continuity resistance test; sensor passed per specifications and performed bicarbonate buffer test; sensor passed with accurate readings. Found two of three sensors with cannula retracted inside sensor base. We were unable to confirm if customer received sensor in said condition due to customer returning it opened/used.